Event description:
It was reported that the tubing of a prismaflex m150 set "suddenly ruptured" and leaked blood during continuous renal replacement therapy. The volume of blood loss was not known. The set was replaced to continue treatment. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.